Event description:
Kimberly clark received a complaint indicating that "while dilating the tract, the conical tip fell into the gastric lumen". The pieces were successfully removed endoscopically, the procedure was completed, and the patient was reported to be doing well. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
A sample has been received and is being evaluated. Initial assessment found that the conical tip of the unit was separated from the dilator. The root cause is under investigation. The device history record was reviewed finding no anomalies to be documented. Manufacturing conducts visual and functional inspections of each product throughout production. No additional information has been received. This event will be trended, and a follow-up report will be sent if additional relevant information is available. Information from this incident will be included in our production complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.